Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)/chronic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), rheumatoid arthritis ("rheumatoid arthritis"), tooth disorder ("dental probs"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches") and fibromyalgia ("fibromyalgia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full) (interpreted as hysterectomy), salping. (Bilateral), (interpreted as salpingectomy)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the dyspareunia and menorrhagia had resolved and the dermatitis allergic, rheumatoid arthritis, tooth disorder, fatigue, alopecia, migraine, headache, weight increased and fibromyalgia outcome was unknown. The reporter considered alopecia, dermatitis allergic, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, rheumatoid arthritis, tooth disorder and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), allergy, rheumatoid arthritis, fibromyalgia. Discrepancy noted in date of insertion (B)(6) 2004 (summons) and (B)(6) 2004 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2005: essure confirmation test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), rash/skin condition, rheumatoid arthritis, dental probs, fatigue, hair loss, migraine, headaches, weight gain, fibromyalgia. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.